Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in (B)(4) 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It has been reported that the pt received a durom us acetabular component 56/50 p on (B)(6) 2006. Due to acetabular implant loosening the pt is being monitored.